Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. Therefore, no laboratory investigation could be performed by the manufacturer. Thus, the reported failure could not be confirmed. The most probable root cause is unknown. The failure was determined to be the first of its kind and is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. We received a statement of the customer "I do not think avalon had anything to do with his death but I was not involved with his day to day care. Dr. Maurice was the chf cardiologist involved with his care and would have the most info on the pt¿. More details of the death of the patient was not provided.

Event description:
It was reported: doctor was unable to get avalon to stay in place after placement under fluoroscopy. Stating that as he withdrew introducer sheath from the catheter, the catheter was retracting out at the same time and thus not remaining in place. Dr. (B)(6) then got another avalon catheter to replace the first one but experienced the introducer to seem as though is was sticking to the catheter. At one point the doctor stated that he was holding the catheter and pulling the sheath and the catheter and sheath were stuck together. This failure will be handle in a separate complaint (B)(4). The customer converted to va.. The patient died. (B)(4).